Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2022. During the preparation, it was noted that the package was damaged and the seal was destroyed. The stent is no longer sterile and could not be used anymore. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2022. During the preparation, it was noted that the package was damaged and the seal was destroyed. The stent is no longer sterile and could not be used anymore. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a1801 captures the reportable event of contamination. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the pouch was already opened when received, it was inspected and it presents wrinkles in some areas, once the package is opened the sterility of the device could have been compromised. Visual analysis identified that the heat seal runs throughout entire length of the pouch without any breakage. The upper section of the pouch has evidence that the package was previously sealed. No other problem with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; visual assessment identified the that the pouch was already opened when received, it was inspected and it presents wrinkles in some areas. As per complaint information the issue was identified during preparation. It is most likely that handling and manipulation of the device during transport/storage could have contributed with the event, from the evidence observed on the device, it can be determined that the heat seal runs throughout entire length of the pouch without any breakage and the upper section of the pouch had evidence that the package was previously sealed. Therefore, based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as "cause traced to transport/storage" due to problems traced to the inappropriate transport or storage of the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.